Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic, the pulse generator exhibited ventricular noise reversion. It was recommended to reprogram the device.